Event description:
It was reported that the patient was in hospital for a non-device related procedure. During post-op interrogation it was noted that the atrial lead was dislodged. Chest x-ray confirmed lead dislodgement. The lead was successfully repositioned. The patients condition was good post procedure and would be monitored with regular follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).